Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.